Manufacturer narrative:
The customer¿s experience that 100ml of cardizem (diltiazem hcl125mg, sodium chloride 0.9%) was programmed to infuse at 5ml/hr however the medication infused within 35-40 minutes was confirmed, and was found to be the result of an incorrect installation of the membrane frame. The received pump module was missing the retainer pin from membrane frame which was found under membrane frame. A bulging membrane frame prevented the platen from resting on datum posts, preventing occluders from applying pressure on the loaded set. This issue can result in uncontrolled/unregulated flow. The retainer pin was removed from under the membrane frame and inserted in rivet fastener correcting the fitment issue of membrane frame. Successful rate accuracy testing of pump module was performed with both received primary sets once membrane frame was secured and seated as normal. The customer¿s returned primary sets were measured for concentricity/dimensional analysis and was found to be within specifications for ID and wall max which would not result in an over infusion. Functional testing, and internal/external inspection, performed on the returned primary sets and pump module s/n: (B)(4) found the device to be in good working condition and delivering fluid within specification. The root cause was identified and is the result of an incorrect installation of the membrane frame. This improper installation resulted in both loaded primed administrator sets to free (unregulated) flow when setup and door was closed.

Event description:
It was reported that 125ml of cardizem (diltiazem hcl125mg, sodium chloride 0.9%) was programmed to infuse at 5ml/hr however the medication infused within 35-40 minutes. There was no harm. The facility's biomed department tested the device and concluded an over-infusion had occurred. They tested it with 1l of nss which started slow, then infused faster even though the device was programmed to infuse continuously at 5ml/hr.

Manufacturer narrative:
Concomitant medical product - 100 ml baxter bag lot us003384 exp jul2020 0.9% sodium chloride injection. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that 100ml of cardizem (diltiazem hcl125mg, sodium chloride 0.9%) was programmed to infuse at 5ml/hr however the medication infused within 35-40 minutes. There was no harm. The facility's biomed department tested the device and concluded an over-infusion had occurred. They tested it with 1l of nss which started slow than infused faster even though the device was programmed to infuse at 5ml/hr.